Event description:
It was reported that this pacemaker went into safety mode. A device changeout will be scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device will be replaced. However, it will be performed in another clinic. The field representative did not have any further information regarding the explant. If additional pertinent information should be received, a supplemental report will be sent.

Event description:
It was reported that this pacemaker went into safety mode. A device changeout will be scheduled. The device remains in use. No adverse patient effects were reported.